Event description:
A peritoneal dialysis patient has reported that while in treatment, she discovered a pinhole in the tubing set. The patient discarded the tubing, set up a new system and completed the treatment. There is no known ill effect to the patient. There is no sample available for evaluation.